Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, gerd and anxiety. Concurrent conditions included paratubal cyst since (B)(6) 2017. Concomitant products included losartan since (B)(6) 2015 and metoprolol succinate (toprol) since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood altered ("moody"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), diarrhoea ("softer stool and episodes of diarrhea") and bowel movement irregularity ("irregular bowl movement"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), nausea ("nausea"), tooth disorder ("dental problems"), contusion ("bruising over entire body during my periods"), abdominal pain lower ("lower abdominal pain/lower and middle."), abdominal pain ("middle abdominal pain /both side abdominal pain"), dyspareunia ("pain with intercourse"), vulvovaginal dryness ("vaginal dryness") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia, abdominal pain lower, abdominal pain, dyspareunia, vulvovaginal dryness and vulvovaginal pain had resolved, the migraine, headache and fatigue was resolving and the mood altered, depression, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, diarrhoea, bowel movement irregularity and contusion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bowel movement irregularity, contusion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: insertion details: (B)(6) 2009: ysteroscopic essure tubal occlusion device placement. Findings. Normal-appearing endometrium, right and left fallopian tubes cannulated with 4 coils showing on the both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: headache, depression, menorrhagia , dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, gerd and anxiety. Concurrent conditions included paratubal cyst since (B)(6) 2017. Concomitant products included losartan since (B)(6) 2015 and metoprolol succinate (toprol) since (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood altered ("moody"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), diarrhoea ("softer stool and episodes of diarrhea") and bowel movement irregularity ("irregular bowl movement"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), nausea ("nausea"), tooth disorder ("dental problems"), contusion ("bruising over entire body during my periods"), abdominal pain lower ("lower abdominal pain/lower and middle."), abdominal pain ("middle abdominal pain /both side abdominal pain"), dyspareunia ("pain with intercourse"), vulvovaginal dryness ("vaginal dryness") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia, abdominal pain lower, abdominal pain, dyspareunia, vulvovaginal dryness and vulvovaginal pain had resolved, the migraine, headache and fatigue was resolving and the mood altered, depression, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, diarrhoea, bowel movement irregularity and contusion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bowel movement irregularity, contusion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: insertion details:(B)(6) 2009 :hysteroscopic essure tubal occlusion device placement findings. Normal-appearing endometrium, right and left fallopian tubes cannulated with 4 coils showing on the both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: headache, depression, menorrhagia , dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, concomitant drug, laboratory data ,lot number added. Added events: pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),urinary tract infections, urinary incontinence, migraines / headaches, dysmenorrhea (cramping), endometriosis, dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, bruising over entire body during my periods, lower abdominal pain, middle abdominal pain /both side abdominal pain , pain with intercourse , vaginal dryness, vaginal pain. Updated outcome, onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.